Event description:
The customer observed biased ammonia results on the vitros 250 analyzer during precision testing. No patient results were reported. Based results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation determined that the incubator reference material in slot 24 was tilted. After reseating the incubator reference material, the results were acceptable. The root cause of the event is user error, in unseating the reference material in slot 24 while changing the evaporation caps. The user documentation for the analyzer states: "position 24 contains the white reference slide. Do not remove this cap."